Event description:
It was reported that the patient had an infection at the implantable neurostimulator (ins) site. It further reported that there had been draining and oozing since implant on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).